Event description:
It was reported a stent fracture was noted, requiring additional intervention. On (B)(6) 2023, an ivus controlled pci procedure was performed and the 4.00 x 12mm synergy megatron stent was implanted in the left main successfully. On (B)(6) 2023, six months after the procedure, the patient underwent a control coronary angiography. It was visually noted the previously placed synergy megatron stent was broken. Dilation was performed with an nc balloon 4.0 x 12mm and two non-bsi stents were placed over the fractured synergy megatron stent. No patient complications were reported in relation to this event. It was further reported that there was no interaction between the nc emerge 5.50 mm x 12mm balloon and any other devices during the procedure. There was no additional attempts to advance, position or withdrawn the stent at the lesion site. The stent was able to cross the lesion.

Event description:
It was reported to boston scientific (bsc) that the referenced 4.00 mm x 12 mm synergy megatron coronary stent system was used to successfully treat a lesion in the left main artery in a percutaneous coronary intervention (pci) procedure performed on (B)(6) 2023. During the procedure, the stent was able to cross the lesion successfully, and it was reported that there was no interaction between the referenced synergy megatron stent and any other devices used during the procedure. On (B)(6) 2023, six months after the stent placement procedure, the patient underwent a control coronary angiography, which showed that the referenced synergy megatron stent was broken. Dilatation of the broken stent was performed with a 4.0 mm x 12 mm dilatation catheter, and two non-bsc stents were placed over the fractured synergy megatron stent. No patient complications were reported in relation to this event.

Manufacturer narrative:
Update in verbiage to b5. Media evaluated by manufacturer: a review of the angiographic media provided confirmed stent deformation rather than a stent fracture. The proximal region of the stent appeared damaged as a gap was noted in the stent scaffolding in the proximal region. The gap represents displaced struts that appear to be connected in a central point suggesting that a strut connector is present in that region therefore no fracture is present. A second stent was then noted to be placed and deployed inside the previously deployed one. The gap noted on the first deployed stent was covered with the second deployed stent and flow is restored again to the rca. The reviewed concluded that an interaction could have occurred between stent and guide which caused the stent deformation.

Event description:
It was reported a stent fracture was noted, requiring additional intervention. On (B)(6) 2023, an ivus controlled pci procedure was performed and the 4.00 x 12mm synergy megatron stent was implanted in the left main successfully. On (B)(6) 2023, six months after the procedure, the patient underwent a control coronary angiography. It was visually noted the previously placed synergy megatron stent was broken. Dilation was performed with an nc balloon 4.0 x 12mm and two non-bsi stents were placed over the fractured synergy megatron stent. No patient complications were reported in relation to this event.